Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had an infection after a new device was put in. They also reported an incisional wound opening. The patient had the entire thing removed and they just put in a new one a little less than a year ago. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep, stating that the whole system was removed and new leads and extensions were implanted. It was also reported that the infection was resolved. No further complications were reported or anticipated with this event.